Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not confirm the reported phenomenon. Adhesive of bending section rubber was detached, chipped, and cracked. The angulation of the device was out of specification. Angulation knob was slacked. The distal end cover was scratched, cracked, and dented. The insulation test of the distal end was failed. Adhesive of the ccd and light guide lenses was worn. Universal cord was dented and buckled. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use before a gastroscopy, the user felt resistance when the user inserted the forceps into the channel of the device. Then a clip got out from the channel and fell off. The user retrieved the clip. The user concerned that this phenomenon might cause internal damage to the channel. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc surmised from a past similar event that this phenomenon attributed to the inappropriate handling by the user. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.